Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t1 and t2 thermistor. The device was evaluated and the reported issue was confirmed as it was noted that the device was receiving an error 79 unrecoverable system error. Primary and secondary water outlet temperature sensors differ by more than 1 °c. Tank harness has been replaced. Software update from 2.0.0.9912 to 3.0.2.9912 performed. New calibration, mtk, stk performed. The device passed the procedure and can be placed back into normal use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not passed the calibration and need repair from crs. Per follow up information received via email on 11may2023, this would be done by crs in the depot. Once done, they would upload the paperwork to smx so could see what was done to solve the problem. No patient involvement.